Event description:
A customer reported a malfunction alarm with the code malf 0, which did not cause their blood glucose level to exceed 500 mg/dl. Customer service assisted the caller with resetting the pump, and there was no recurrence of the malfunction code after the reset. The customer was informed they could continue using the pump and instructed to report any future occurrences.